Manufacturer narrative:
Conclusion: one controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. The controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4), (B)(4)<(>&<)> (B)(4); (B)(4) was not involved in any such events. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to address momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: one controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4); (B)(4) was not involved in any such events. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to address momentary disconnections. Additional system component being reported for this event: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: controller passed external inspection, system running test and functional checks. Additional system component being reported for this event: bat360837r01. (B)(4). Battery passed external visual inspection, system running test and functional checks bat221314. (B)(4). Battery passed external visual inspection, system running test and functional checks. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: additional system component being reported for this event: heartware® ventricular assist system - battery: (B)(4) - battery / model# 1650de / expiration date 2017-12-31 / (B)(4), device available for evaluation?: yes. Return date: 2017-10-26, device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-12-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: (B)(4) - battery / model# 1650de / expiration date 2017-07-31 / (B)(4), device available for evaluation?: yes. Return date: 2017-10-26, device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-07-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: (B)(4) - battery / model# 1650de / expiration date 2017-07-31 / (B)(4), device available for evaluation?: yes. Return date: 2017-10-26, device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-07-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: (B)(4) - battery / model# 1650de / expiration date 2017-07-31 / (B)(4), device available for evaluation?: yes. Return date: 2017-10-26, device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-07-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery: (B)(4) - battery / model# 1650de / expiration date 2017-07-31 / (B)(4), device available for evaluation?: yes. Return date: 2017-10-26. Device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-07-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the controller exhibited multiple events where the controller power source was changing from one battery port to the other earlier than expected. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.